Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was reported that the device was not used on the patient. No additional patient/event have been provided to date. Should additional information become available a follow-up report wil be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported in pre-testing the cuff inflation was incomplete owning to the cuff adhesion.